Event description:
Boston scientific received information that the patient who was hospitalized for endocarditis of the aortic valvular prosthesis had a right ventricle (rv) dislodgement. As a result, decreased sensing with a decreased impedance were present.the pacing threshold has also changed. X-ray showed a retraction of the rv lead. The lead was reprogrammed and remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.